Event description:
It was reported that the patient presented remotely via merlin.net transmissions prior to a scheduled implant procedure. Transmissions revealed the right atrial (ra) lead oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was elected to be capped and was replaced on (B)(6) 2023. The patient had no adverse consequences.